Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device failed to discharge. The complainant stated they continued CPR to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.